Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty steering the clip and difficulty removing the clip delivery system (cds) which resulted in the clip being implanted with possible chordal entanglement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the left atrium (la). While steering the cds from la to the left ventricle (lv), the clip moved medial. The m knob was turned 3/4 of a turn. It was thought that this was due to a combination of too much m-knob and patient breathing. The clip was inverted and attempted to be retracted back to the la; however, the clip became stuck in the medial commissure, and could not be retracted. It was suspected that the clip was caught on chordae. The clip was implanted on the medial commissure to prevent damage to the mitral valve from forced clip movements. Both leaflets were grasped, but there was a remaining mr jet medial of the implanted clip. The procedure was aborted with the one clip implanted and the mr remained at 3. An additional mitraclip may be planned in the future. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported for difficulty positioning the device and clip caught on chordae. In this case, the reported difficulty positioning the clip delivery system (cds) resulting in the clip caught on chordae appears to be related to user technique/procedural conditions. It should be noted that while the mitral regurgitation (mr) remained unchanged with the implantation of the clip, the patient effect of worsening mr as listed in the mitraclip system IFU is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.